Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The cause of the high out of range shock impedance measurement was not determined and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead exhibited a high out of range shock impedance measurement of greater than 135 ohms. No intervention has been performed at this time and the device remains implanted and in service. No adverse patient effects were reported.